Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. External visual inspection showed no damage. When powered on the display had various segments missing in both the siq and pi bar as well as the spo2 and bpm displays. Internal inspection showed corrosion on the u2 component of the instrument board. The corrosion on the board caused the d1, d2, d5 and d6 to not properly illuminate. The customer complaint was duplicated. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event.

Event description:
The customer reported the device is having a display issue and not working properly. No patient impact or consequences were reported.